Event description:
It was reported via repair work order that there was no power to bed due to ac power cord was not connected firmly into backside of ac filter connector on cpu compartment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.